Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported via the manufacturer¿s representative (rep) they would be undergoing a lead revision to have the lead position revised because the lead wasn¿t optimally placed since implant. There were no traumas or falls reported related to this event. It was further reported when stimulation was turned up and the amplitude was increased the patient felt an unpleasant sensation, uncomfortable stimulation, and overstimulation around the stimulator at six volts and above. There were no traumas or falls reported that could be related to this issue, and it wasn¿t related to positional movement. It was happening on any programmed electrodes that were tried. With program 1 the active electrodes were 1, 2, 8, 9, 10, and 11. With program 2 the active electrodes were 6, 7, 14, and 15. With program 2 the patient was programmed up to 9.6 volts, and some of the other programs were between three to four volts. Reprogramming was attempted but was unsuccessful. It was noted this only occurred when stimulation was on. It was noted the patient hadn¿t needed significant changes in necessary voltage to cover the pain; ¿800-1100 some between three to four volts but no changes in necessary voltage.¿ the patient was going to be having an x-ray and follow-up appointment on (B)(6). It was noted the issue hadn¿t been resolved yet but there was plan for surgical intervention. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information from the rep stated she was unsure of the results of the x-ray. The rep stated that a revision was planned for this patient. The surgery has yet to be scheduled. The uncomfortable stimulation around the ins has yet to be resolved. If additional information is received, a supplemental report will be submitted.